Manufacturer narrative:
Initial and final MDR 1913737 - MDR 3003442380-2024-14704 - device 1 of 4. E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in colombia. On (B)(6) 2024 , it was reported tby the patient that he receive an alarm with four infusion set. In troubleshooting blockage was found in tubing. No further information available.